Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that at the initial programming following the implant in (B)(6) 2015, nine out of the ten electrode combinations had impedances greater than 4 ,000 ohms. The remaining viable electrode combination was used in programming, but this yielded no sensation or benefit. The patient experienced a lack of symptom control. A lead replacement was scheduled with the assumption that there was damage to the lead, which had caused so many unavailable electrode combinations. In (B)(6) 2015, the lead was replaced with a new lead which was connected to the original implantable neurostimulator. A follow up report will be sent if additional information is received.